Event description:
It was reported that an empty pump reservoir occurred. A single tone, non-critical pump alarm began on (B)(6) 2015 and a dual tone, ¿funny noise¿ critical alarm began (B)(6) 2015 which was confirmed to be the empty reservoir alarm. The cause of the event was that the patient¿s managing physician had retired and the patient¿s medical records were to be sent to another physician; however, the patient was never given the name of that physician and had not heard from them. The patient was seen on (B)(6) 2015 and was stable at that time. There were no patient symptoms. The patient¿s physician from when he was younger was to be the new managing physician and the pump was to be refilled; however, no action had yet been taken. The patient was stable but it was unknown if the patient was receiving effective therapy at the time of the report. The device system delivered compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).